Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, the screen is frozen and will not respond. The customer reported the ventilator was on a patient when the issue was discovered, the unit continued to function properly but they could not input any setting changes so the ventilator was changed out with no patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected component, a vela front panel assembly sensor, and evaluated the device. An evaluation of the component did not duplicate the reported issue. There is visible damage to the touch screen.